Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken cable. The procedure was completing as planned with no reported injury. No fragment(s) fell into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical inc., (isi) received the following information from dealer portal: the return request issued for 8mm fenestrated bipolar forceps instrument on MFR report number 2955842-2025-18179 was cancelled due to having incorrect product details. Intuitive surgical, inc. (Isi) did receive the correct 8mm fenestrated bipolar forceps instrument (primary prod-material no: 471205-17; batch/lot number: k11240425 0384) on this report to perform failure analysis. The instrument was analyzed and found to have damaged grip cable at distal end. The initial report was submitted earlier on related record. Therefore, h10 was updated to include MFR report number: 2955842-2025-18179.